Event description:
On june 26, 2000 a customer reported a imx bhcg value of 38,00miu/ml. The physician questioned the result, expecting a higher result. The same sample was repeated twice on the imx and once on a competitor's methodology. All three results approximated 163,000 miu/ml, which was reported to the physician. There is no report of impact to pt management.